Event description:
During an endoscopic pancreatic stent placement procedure, a cook endoscopy metro wire guide (catalog # metii-25-480) was advanced into the pancreatic duct. Slight resistance was encountered when advancing the wire guide through the obstructed area. The physician advanced a cook endoscopy geenen pancreatic stent (catalog #gpso-5-5) over the wire guide. In an attempt to place the stent, a cook endoscopy dash sphincterotome (catalog # dash-1) was advanced behind the stent over the wire guide. The tip of the sphincterotome was used to push the stent into place. Before the sent was in proper position, the coating of the wire guide became damaged near the sphincterotome handle and would not allow further advancement of the sphincterotome. When the sphincterotome and wire guide were removed, the stent became free inside the patient's stomach. The stent was left to pass naturally through the gastrointestinal tract. The physician reported the patient developed pancreatitis, but the physician was unsure if the pancreatitis was related to the unsuccessful stent placement. Although stent placement was unsuccessful, the patient did not require any additional procedures related to this occurrence. There were no other reported patient adverse effects due to this occurrence. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for the pancreatic stent product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. During our evaluation of the wire guide and sphincterotome, the wire guide was unable to be removed from or advanced further into the sphincterotome. Movement of the wire guide was prohibited by dried contrast inside the wire guide lumen of the sphincterotome and the damaged coating of the wire guide. Conclusions: we were unable to conduct a full investigation because the stent was not returned for evaluation. However, we can provide the following comments: the instructions for use of all three devices listed indicate pancreatitis is a potential complication. The intended use for the dash sphincterotome is listed in the instructions for use and indicates the sphincterotome is to be used for endoscopic cannulation of the ductal system and for sphincterotomy. The intended use does not include pancreatic stent placement. The instructions for use instructs the user that the sphincterotome is not to be used for any purpose other than the stated intended use. Successful stent placement is dependent in selection of the appropriate stent introduction system. The instructions for use for the geenen pancreatic stent caution the user to select the cook endoscopy stent introducer system in the appropriate french size. The instructions direct the user to advance the stent onto a pre-positioned wire guide and then to advance the pushing catheter over the wire guide. The user is then directed to advance the pushing catheter in 1-2cm increments until the stent is in the desired position. Because a sphincterotome was used instead of a pushing catheter, the products were used against the instructions for use for the geenen pancreatic stent. The information provided indicated the proper flushing techniques were utilized. However, our evaluation of the wire guide and sphincterotome found dried contrast inside the wire guide lumen of the sphincterotome. A contrast filled lumen can cause resistance during advancement of the wire guide through the sphincterotome. If additional pressure is applied when resistance is encountered, damage to the wire guide can occur. The damaged section of the coating may also prevent/prohibit movement of the wire guide in relation to the sphincterotome. The instructions for use for the dash sphincterotome instruct the user to flush the injection port with sterile water. The instructions state the wire guide should be kept wet for best results. The instructions for use for the tracer metro guide instruct the user to flush the wire guide prior to removal from the wire guide holder and because each exchange. The instructions also direct the user to flush the wire guide lumen of accessory with sterile water or saline prior to wire guide insertion. The user is also directed to flush the wire guide lumen with sterile water or saline as needed during the procedure to keep the wire guide wet. The instructions state the wire guide should be kept wet for best results. These flushing activities will aid in optimal performance of the wire guide. Prior to distribution, all pancreatic stents and tracer metro wire guides are subjected to a visual inspection to insure device integrity. Correct actions: no corrective action warranted at this time because the information provided indicated the pancreatic stent was used to contradiction with the instruction for use. This reported observation of improper stent placement represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.